Event description:
It was reported that the patient was revised due to pain, swelling, stiffness, loosening of the tibial component and failure of ingrowth on the femoral component.

Manufacturer narrative:
This report will be amended when our investigation is complete.